Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead was dislodged. The lead was removed from the body without a stylet, causing it to coil up. The lead was replaced with the same model. This lead is available for return. No adverse patient effects were reported.